Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the blade head broke on the harmonic ace instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cutter head gasket fell off completely inside the patient, and the dropped fragments were removed from the patient's body. The instrument was intact before use. The breakage occurred during tissue dissection, and no contact with hard objects was made. The instrument had been in use for approximately 15 minutes when the breakage happened.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the base. A piece measuring approximately 0.428" x 0.085" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.